Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a routine follow-up, loss of capture, fluctuating impedance, inconsistent ventricular sensing and high ventricular rate episodes with noise on the ventricular channel were noted. The patient had fallen so the physician believed that the lead was fractured due to the fall. The lead was revised and a lead fracture was confirmed. The physician tried to implant a new lead but was unsuccessful due to difficult anatomy. The device was replaced electively to minimize the risk of infection. The new device was programmed to pace only in the left ventricle. The patient is in stable condition.